Manufacturer narrative:
Upon further investigation, it was reported that the touchscreen not responding correctly occurred during the 3.00 software upgrade. Therefore, this complaint no longer meets reportability requirements.

Event description:
It was reported to philips by a customer that the unit was unable to calibrate. It is unknown if the unit was in use on a patient at the time of the reported event, however, no patient harm or injury were reported. The device was evaluated remotely by a philips remote service engineer (rse). Upon further inspection and review of the device, the customer reported that during software upgrade to 3.00 the touch screen was not responding correctly. The rse advised the customer to replace the touch screen. The rse also provided the customer with a touchscreen and for the user interface in the event they decide to replace the whole thing.